Manufacturer narrative:
Company comment: the reporter assessed the event of tendonitis as related to the use of levaquin (unrelated to restylane-l). The facial plastic surgeon's opinion of causality was that the treatment did cause the reported event. The facial plastic surgeon assessed the severity of the event as moderate.

Event description:
On 10/01/2012, a spontaneous report was received from a facial plastic surgeon regarding a (B)(6) female who received an injection of restylane-l ( cross-linked hyaluronic acid dermal filler with 0.3 percent lidocaine). On (B)(4) 2012, additional information was received from the facial plastic surgeon. Based on the information received, the case was upgraded due to unexpected severity. Medical history included previous injection of restylane (cross-linked hyaluronic acid dermal filler) to the prejowl sulcus (04/05/2010), previous injection of restylane-l to the prejowl sulcus ((B)(6) 2011), nosebleeds as child, mild hypertension, an eyelift, breast implants, a facelift, and hypothyroid. The patient's skin type was reported as "olive skin, IV." Concomitant medications included synthroid (levothyroxine sodium), maxide (triamterene and hydrochlorothiazide), and a calcium supplement. The patient received an intradermal injection of restylane-l (volume injected not reported) from a 1 cc syringe to the marionette lines, upper lip, and lateral cheek lines and an intradermal injection of perlane-l (cross-linked hyaluronic acid dermal filler with 0.3 percent lidocaine) from a 1 cc syringe to the prejowl sulcus on (B)(6) 2012; the needle used was reported as "whatever came with the perlane-l; the hub was red." Pre-procedure medications included topical betacaine (lidocaine) which, after it took effect (and consistent with the facial plastic surgeon's usual procedure), the patient washed off her makeup with facial wipes. The facial plastic surgeon then wiped down the patient's face with alcohol prior to the injections. Additional procedures performed at time of implantation included an injection of dysport (abobotulinumtoxina) to the crow's feet and brow. The patient applied an ice pack from a food refrigerator to her face shortly after the injections. On an unspecified date in (B)(6) 2012, after the implantation with restylane-l, the patient developed a little red bump just to the right of the philtrum. On (B)(6) 2012, the patient was evaluated by the facial plastic surgeon and the little red bump just to the right of the philtrum was noted. The facial plastic surgeon changed the previously prescribed augmentin 875 twice daily (prescribed on (B)(6) 2012 for events related to the perlane-l treatment) to levaquin (levofloxacin). On (B)(6) 2012, the patient was evaluated by the facial plastic surgeon. As of the time of the evaluation, the red bump above the patient's lip had resolved. The patient was to return for a follow-up evaluation with the facial plastic surgeon on (B)(6) 2012. The lot number and expiration date for restylane-l were 11290 and august 2013, respectively. The facial plastic surgeon also reported information regarding 1 additional injection of perlane-l ((B)(4)). This case has an associated product complaint ((B)(4)). On 10/09/2012, additional information was received from the facial plastic surgeon. Based on the information received, the event of tendonitis was added. Additional medical history was reported to include previous injections with perlane (cross-linked hyaluronic acid dermal filler) and restylane without reaction (on unknown dates reported as "3 times before"). On (B)(6) 2012, the patient was evaluated by the facial plastic surgeon and was reported to have developed new lumps on her left nasolabial fold, where the restylane-l was injected on (B)(6) 2012, as well as tendonitis following treatment with levaquin, which was related to the use of levaquin. On (B)(4) 2012, additional information was received from the facial plastic surgeon. Based on the information received, the event of implant site mass was replaced with implant site inflammation. On the morning of (B)(6) 2012, the patient was evaluated by the facial plastic surgeon. There was just one lump noted on the left nasolabial fold where restylane-l had been placed, which was no longer visible, just palpable. The facial plastic surgeon stated that the patient's symptoms were due to an inflammatory response secondary to delayed foreign body reaction to the restylane-l treatment. No tests or laboratory studies were performed. The patient was no longer on antibiotics; the facial plastic surgeon wanted to place the patient on oral prednisone, but the patient refused. The facial plastic surgeon further reported that the previously reported tendonitis from the prior treatment with levaquin was in the patient's shoulders and had resolved. The patient was advised to follow up in one week. As of the time of the report, the patient had not yet scheduled the follow-up appointment.